Event description:
The customer was changing the pt scanning position in the new pt setup window on a plan. The pt was scanned feet first. When the customer used dicom trandfer to send the pt data to pinnacle from the CT scanner, unexpected results were obtained.